Manufacturer narrative:
The faradrive sheath was evaluated by boston scientific. The faradrive sheath was leak tested per fpc-etp-01 and did not pass all tests in the process. Removal of the handle cap to inspect the internal components found the flush lumen to be torn where the adhesive filet bonds the lumen to the valve hub of the sheath, the defect was observed to leak as deionized water was injected through the flush lumen port. Laboratory analysis was able to confirm the reported the reported clinical observation of visible air/bubbles.

Event description:
It was reported that during preparation for a procedure to treat a paroxysmal atrial fibrillation (paf), a faradrive steerable sheath was selected for use. No abnormalities were detected during the preparation. After the sheath was inserted, the dilator was removed and aspirated for the first time, air bubbles were visible in the sheath, and the issue persisted every time the sheath was aspirated. Therefore, it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device was returned for laboratory analysis.

Event description:
It was reported that during preparation for a procedure to treat a paroxysmal atrial fibrillation (paf), a faradrive steerable sheath was selected for use. No abnormalities were detected during the preparation. After the sheath was inserted, the dilator was removed and aspirated for the first time, air bubbles were visible in the sheath, and the issue persisted every time the sheath was aspirated. Therefore, it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.